Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cuvette overflowing while troubleshooting qc imprecision issue with customer technical support. No injury was reported.

Manufacturer narrative:
A bci field service engineer replaced the cuvette wash tower probe. Fse performed carryover test which passed.